Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation the atrial lead exhibited noise oversensing leading to auto mode switch episodes. No intervention was performed. The patient will continue to be followed.